Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was a case of an attempted implant due to failed upgrade. This crt-p was replaced with a pacemaker and never in service. No adverse patient effects were reported.